Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was confirmed. Visual examination of the returned device found signs of repeated use and is fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a procedure, the surgeon was using the trial bearing and the rotation stopper fractured. No pieces fell into the patient. Attempts have been made and no further information has been provided.